Event description:
The customer reported that the system had an exposed conduction wire. No pt injury was reported.

Manufacturer narrative:
A third party installed a new remote control. The customer reported that the system was working as intended and was put back into service.